Manufacturer narrative:
The complaint device was returned for evaluation. Incoming visual inspection identified a chipped case. Technical visual inspection did not identify any anomalies. Device evaluation found a pump mechanism failure and an ultrasonic sensor failure, confirming the issue. The circuit boards were inspected. The case was checked for damage. The software was set to v6.5.13. The pump mechanism and ultrasonic sensor were replaced. The circuit boards were inspected. The case was checked for damage. The air-in-line, alarm, display, keypad, patient side occlusion, rate accuracy, and upstream occlusion all passed. The root cause was determined to be that the pump mechanism and ultrasonic sensor had aged. This was related to the previous repair. This type of event will continue to be monitored.

Event description:
Reportedly, post repair, the device is showing "air in line" error instantly after upstream occluding. The device also failed the upstream occlusion test. There was no report of patient involvement. No additional information is available.